Event description:
Information received from the field notes that the patient presented for a routine follow-up complaining of occassional syncopal episodes. This was not confirmed by an ECG. The patient was institutionalized for schizophrenia. Device interrogation revealed inconsistent thresholds and increases to 4.0 v. After a software upgrade, the long term threshold record was still inconsistent. Autocapture was turned off and the output voltage was set to a 2:1 safety margin.